Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI) number: (B)(4). The complaint device was returned for evaluation. The reported difficulty deploying the clip and partial clip movement were unable to be replicated in a testing environment due to the returned condition of the device and procedural conditions, respectively. It was determined that the clip deployment mechanism was functioning as intended. While the partial clip movement was a result of the difficult deployment, a definitive cause for the difficult deployment could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The final position of the clip on the leaflet was altered from pre-deployment placement. Reportedly, the altered position was possibly from tension on the clip system due to clip placement lateral to the a2/p2 leaflets and previous clip implantations; however this could not be confirmed. Post deployment, the mr had increased to 3+. The clip remained stable and well seated on the leaflets. There was no clinically significant delay in procedure. No additional information was provided. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Another mitraclip (single leaflet device attachment) referenced is filed under a separate medwatch report number.

Event description:
This report is being filed as the mitraclip (B)(4) was difficult to deploy which has potential of injury. It was reported that on (B)(6) 2015, an index mitraclip procedure was performed in the patient with functional mitral regurgitation (mr) grade 4+ with a restricted posterior leaflet. Two mitraclips (B)(4) were successfully implanted, reducing the mr to 2-3+. On (B)(6) 2016, severe mr grade 4 was diagnosed. The medial/central clip had detached from the posterior 2 (p2) leaflet and remained attached to the anterior 2 leaflet (a2), single leaflet device attachment (slda). The lot number of the slda clip could not be determined. Due to the slda, a small posterior leaflet laceration occurred. Per the physician, the clip functioned as intended and it is unknown if the restricted posterior leaflet contributed to the slda. On (B)(6) 2016, another mitraclip procedure was performed. One mitraclip was successfully implanted and deployed medial to the slda. A second mitraclip (B)(4) grasped the leaflet lateral to a previously implanted clip, reducing the mr to 2. Deployment was initialed, however the clip did not detach from the delivery system as expected. Troubleshooting was performed and the clip detached from the delivery system and was deployed.